Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed, the arterial head of dialyzer was cracked causing blood to leak out of the circuit and the machine alarms. Estimated blood loss was 30cc's. Pt had no adverse effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.